Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable device was explanted due to erosion. There was no infection present. This device was replaced successfully. No adverse patient effects reported.